Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received system error 2367 (resume error, critical error found) alarm on a homechoice (hc) machine during dwell five of five. The technical service representative (tsr) assisted the hp in clearing the alarm and ending therapy. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.